Event description:
It was reported that the right atrial (ra) lead was intermittently undersensing during atrial flutter episodes. No interventions were taken and the lead remains in use. No patient complications have been reported as a result of this event.